Event description:
The customer contact reported a missing blade on the ac power cord plug. The pump was returned to the biomedical engineering department with an unsigned note that stated, "power cord prong missing." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, it was noted that one of the blades on the ac power cord plug was missing. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).